Manufacturer narrative:
Follow up call 8/15/2017. Band split on the short side. Band was purchased in (B)(6) 2017 and was used 1-2 times per week. She inspected the band at purchase, but not on the day it was used and broken. The band was disposed of at the physician's office and was exchanged for a blue/black band, which is a higher resistance level.

Event description:
Customer called on (B)(6) 2017 to report an incident that occurred on (B)(6) 2017. Her red theraband broke during an exercise, causing her to fall and injure her finger tips, neck and back. She had the theraband around a giselle machine-stationary part. She pulled in to build her forearm and bicep, held for 3 seconds, and the band "split" which caused her to lose her balance and fall backward and down. She landed on her right side wrist/arm and forearm and is having loss of grip strength.